Event description:
Asr revision; asr resurfacing - right hip; reason(s) for revision: pain; high levels of chromium and cobalt in the blood of the patient.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Hip(s) to be revised: right. Type of hip replacement product: asr resurfacing. Reason(s) for revision: pain and high level of crcb in blood. Update - received 17 jan 2012 - added 2 products and revision country - (B)(6). Update- added revision country to box and added hospital taken from claimsuite dated 30th jan 2013. Update- updated revision date taken from claimsuite dated 4th feb 2013. Update - added surgeon taken from claimsuite dated 1st march 2013. Bi-lateral patient - please see (B)(4) for left side revision. Update received: 21st may 2014 - legal letter, marked as legal, cross referenced, added patient name, added patient ID (initials), added patient gender, added patient date of birth, added hospital: (B)(6) and added further reason(s) for revision: increase cadium, cobalt, difficulty walking, joint pains and chromium in blood and necrosis metallosis.